Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was treated by the paramedics for a low blood glucose reading of 28 mg/dl. The customer stated that she reviewed her basal rates and one of them had been changed to a higher amount. The customer did not recall ever changing the basal rates. The customer felt very uncomfortable with the insulin pump and asked to have it replaced.